Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that infusion sets fell off during use on 21-june-2024. Infusion set was in use for 2-3 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.